Event description:
It was reported that, during an ent procedure, the evac 70° extra wand stopped working because the tip burned. The user felt that the steel parts at the tip broke after a moment of use. The wand tip almost disappeared, melted. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. After analyzing further information received, it was clarified that the electrode of the wand melted due to the heat of usage and did not break into parts which is a normal and expected condition of wands performance upon creating plasma. This device issue may require use of a replacement or alternate device to complete the surgical procedure, and may result in a short delay while that alternate device is obtained. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal complaint reference (B)(4) h10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. After analyzing further information received, it was clarified that the electrode of the wand melted due to the heat of usage and did not break into parts which is a normal and expected condition of wands performance upon creating plasma. This device issue may require use of a replacement or alternate device to complete the surgical procedure, and may result in a short delay while that alternate device is obtained. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during an ent procedure, the evac 70° xtra wand stopped working because the tip burned. The user felt that the steel parts at the tip were almost disappeared. The wand's electrode stopped cutting since it melted. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.